Event description:
It was reported by switzerland that during service and evaluation, it was determined that the attachment device produced heat. It was further determined that the cutter device could not be inserted, securer/locked, the etch was illegible and the color band was chipping/fading. It was further determined that the device failed pretest for labeling assessment, thimble lock operation, lock operation, cutter insertion and temperature. It was noted in the service order that the attachment device had a lever lock defect and was returned with a cutter device stuck inside. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2023. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: d11: concomitant med products and therapy dates: cutting burr device, 1/1/2023 device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition of the cutter device being stuck was not confirmed. Therefore, an assignable root cause was not determined. However, the failures identified during service and repair have been confirmed. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).